Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that merlin.net transmission had automatic mode switching episodes noted on (B)(6) 2014. Upon review, the right atrial lead was oversensing. The lead also had threshold increased since (B)(6) 2014 when the patient had a lead extraction. The lead might have been damaged during the extraction. Programming was discussed. The patient would be monitored.